Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds and further examination showed that the lead was dislodged. As a result, the patient was hospitalized and a revision procedure was performed. The lead was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds and further examination showed that the lead was dislodged. As a result, the patient was hospitalized and a revision procedure was performed. The lead was removed and replaced. No additional adverse patient effects were reported.